Event description:
Patient presented back to the physician with the ipg eroded through the skin. Physician brought the patient into the or, removed the ipg, capped the remaining leads, and closed.

Event description:
Patient presented to the physician with redness and irritation at the ipg chest incision site. Physician prescribed oral antibiotics.